Manufacturer narrative:
The field service representative found an issue with the plexiglass protective cover of the sampling area. He repaired the cover and no further issues occurred.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable troponin t hs results for one patient. The result for the first sample from the patient at 2 am was 191.1 pg/ml with a data flag. This result was reported outside the laboratory. The sample was repeated at 5 am and the result was 6.39 pg/ml. A second sample was drawn at 5 am and the result was 7.73 pg/ml. The sample was repeated and the result were 19.67 pg/ml with a data flag and 6.70 pg/ml a third sample was drawn at 9:45 am and the result was > 7ng/ml. There was no allegation of an adverse event. The reagent lot number was 245194. The expiration date was requested but was not provided. It was noted the first sample was hemolyzed. The field service representative performed preventive maintenance, changed the pinch valves tubes, changed the syringe seal , checked the mix paddle, checked the liquid level detection (lld), checked the probe positions, and cleaned the probes. He performed calibration on a new reagent pack.